Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5089063. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases, yellow particles in device outer surface, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one smooth curved opening and total delamination of plug strap disk. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one smooth curved opening assessed as smooth opening, and total delamination of plug strap disk shell due to adhesive failure. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency left side capsular contracture, baker grade unknown. Device has been explanted.